Event description:
The company received information that suggested that the device had a kink around the 17-18cm mark. The customer reported that this was discovered while suctioning the patient with a 14fr suction catheter. The customer reported that the patient was re-intubated and that there was no harm to the patient. The customer does not have the alleged defective sample nor the corresponding lot number and therefore no sample will be returned for evaluation.